Manufacturer narrative:
We have not received the device for evaluation. Hence, we could not conclusively determine the root cause of this issue. Please refer to manufacturer report number 1220948-2018-00024 for the evaluation that was performed for the lot# elvh1367v. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality group also samples these devices before final packaging to ensure proper blade adjustment. However, it is possible that one of the blades was not well aligned during the manufacturing process. The blade alignment process includes manual adjustment of each blade by the operator. Operator errors, though rare, are possible due to the manual nature of the adjustments. Our IFU clearly informs users to inspect the blades for damage and alignment prior to use. In this case, the user properly followed the risk mitigation measures (IFU) and properly identified the issue.

Event description:
Before the procedure, the surgeon tested the blades functionality of the valvulotome. The blades opened properly but the surgeon was unable to close one of the blades into its housing. So, he opened the second device but found the same issue with this device as well. The lot number of the first device could not be determined. The lot number of the second device is elvh1367v. Based on the description, this is report 2 of 2.